Event description:
Additional information was received stating that the replacement serial cable has resolved the reported issues. The suspect serial cable has not been returned to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the nurse that the physician was having intermittent communication issues with the tablet device. The wand battery was replaced and the wand was tested with a handheld device which did not have any communication issues. The physician suspected the cause of the issues was due to a loose connection between the tablet and usb serial cable. It was noted that the serial cable needed to be secured in place. A replacement serial cable was provided but the suspect cable has not been returned to date.